Event description:
It was reported to boston scientific corporation in 2007, that a hydra jagwire guidewire was used during a procedure performed a week prior (patient age, gender and weight are unknown). According to the complainant, after crushing and removing stones, the area was flushed with contrast media with a contore. The physician noted resistance while removing contore and indicated that the coating between the tungsten and jacket peeled, leaving the core wire exposed. No debris remained inside patient. Procedure completed with a different device (unknown product). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
No consequences or impact to patient. Peeling. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device was returned and evaluated for the reported failure. The visual evaluation of the returned unit found damage to the ptfe sheath and pebax. The evaluator noted that a tear existed in the ptfe sheath, which exposed the core wire, "approximately 3cm starting 20cm from the dream end. The cause of the reported malfunction is not determined.